Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2013, the patient was treated for abdominal aorta aneurysm using a gore excluder aaa endoprosthesis featuring gore c3 delivery system and gore excluder aaa contralateral leg endoprosthesis. Patient received heparin 5000 i.e. At the beginning of the procedure. Trunk-ipsilateral leg endoprosthesis was inserted in ballerina position from the left side and extended to the external artery with gore excluder aaa contralateral leg endoprosthesis. First and second final angiogram showed nearly no and no blood flow in trunk-ipsilateral leg and a lot of thrombus, respectively. A balloon was introduced several times and a lot of...